Event description:
It was reported that cartridge alarms occurred during insulin delivery. The pump was replaced to resolve the issue, and the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.